Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be 0.0 mv. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 150mg/dl. Customer was assisted with clearing alarms but could not do so. Insulin pump will be returned for analysis.